Event description:
A blood glucose test was performed on a pt at 12:41 pm with a result of "hi". At 12:45 pm the customer ran controls and they were in range. At 12:47 another test was done with a result of "hi". A blood sample was drawn at 12:50 and the lab result was 225 mg/dl. No treatment was given based on the device result. Controls were in range. A request was made for the return of the suspect device and the customer declined replacement.